Event description:
It was reported that pump unexpectedly reset but turned back on without being connected to power. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received explanation that reset was part of a safety feature and that pump was working as intended, was educated on effects of pump reset including need to restart continuous glucose monitor sessions and reload cartridges, and successfully resumed insulin therapy.